Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator (ID 261221) broke/detached when attempting to perform the first skull hole. All the fragments of the perforator came together, all broken parts were recovered by searching and removing the fragments. The drill used was electric and the perforator clicked in place in the drill. According to information provided, the manufacturer of the drill used with the perforator is unknown, it is also unknown if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
The codman perforator (ID 261221) was returned for evaluation. Device history record (DHR) - the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld." The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.

Event description:
N/a